Event description:
The pt reportedly had a recurrent infection (etiology unknown). Device testing performed confirmed that the device was functioning. During revision surgery, the surgeon found that the electrode array possibly had been affected by the infection. The patient's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.